Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 20 mg/dl at the time of the incident and the current readings of the blood glucose were 166 mg/dl. The customer was treated by the emergency medical services personnel. Troubleshooting was performed later it was declined. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. The customer stated the failing sensor and had sensor glucose vs. Blood glucose. The insulin delivery was suspended due to sensor glucose vs. Blood glucose difference. The sensor alert reported by the customer was the calibration not accepted alert. No further patient complications were reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis. Frn-mmt-342-rsvr, unomed set, ozp- mmt-7040a-snsr. Updated summary: customer reported sensor glucose of 103mg/dl versus blood glucose of about 20mg/dl when he passed out from the low on (B)(6) 2023. The insulin delivery was not suspended due to sensor glucose vs. Blood glucose difference. Customer also reported failed calibrations. The failed calibrations occurred after the paramedics came. Pump was likely used at the time of the event. It was unknown if smartguard was used.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported sensor glucose of 103mg/dl versus blood glucose of about 20mg/dl when he passed out from the low on (B)(6) 2023. The insulin delivery was not suspended due to sensor glucose vs. Blood glucose difference. Customer also reported failed calibrations. The failed calibrations occurred after the paramedics came. Pump was likely used at the time of the event. It was unknown if smartguard was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.